Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly a severe non union of the fracture site was found in a patient that was implanted on (B)(6) 2013 with an expert tibial nail construct. There is no further information available at this time. This is 1 of 1 report for this event.